Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-19416. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein a new lead was placed at l5. Postoperatively, the patient has effective therapy.